Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. No abnormalities were found when the high-definition camera head was used with the visera elite video system center. During the evaluation, the device was checked while touching the cables and shaking the electrical connector, but the problem did not occur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a therapeutic procedure, the high-definition camera head was used with the visera elite video system center, and an unknown scope connection error code was displayed. The video system center had been inspected in preparation for use with no issues. The camera head and video system initially worked fine, but then it was noted that the image had blacked out. The procedure was completed using another endoscope system and camera head. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(4)(visera elite video system center/ model # otv-s190/ serial # (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unknown error or blacked out screen could not be determined as the issue was not reproduced. However, it is possible a temporary contact failure occurred, potentially causing the phenomenon. Olympus will continue to monitor field performance for this device.